Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Lead provocation testing was performed and the event was not reproduced. The ra lead was capped and replaced during an unrelated procedure to resolve the event and the patient was in stable condition.